Manufacturer narrative:
One 7f, quadripolar, medium curl, xls livewire tc ablation catheter was received for evaluation. A short circuit was detected between the tip electrode and electrodes 2 and 4. Dissection revealed that the flat wire insulation was torn and the insulation for conductor wires 2 and 4 were abraded in the same location, consistent with the short circuit detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit in the catheter.